Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reamer/irrigator/aspirator (ria) drive shaft broke during a surgery, the other part was thrown in the bin. There is no part in the patient, no consequence to the patient, and the incident did not require further treatment with no delay of surgery. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A device history records review has been requested. The device was returned and the investigation is ongoing. Placeholder.